Event description:
It was reported that the insertion site was the femoral artery puncture. The sheath/dilator were inserted. Upon removal of the dilator, blood started pumping through the sheath. As a result, a new sheath and dilator were used without difficulty or complications to the pt. The difficulty occurred prior to insertion of a catheter through the sheath.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.